Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a lumbar fusion and topical skin adhesive was used. The patient experienced generalized hives and edema with the worst being three weeks after the use of the skin adhesive. The patient was treated with systemic steroids and benadryl.